Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an irritation on their chest beneath the front te pad and electrode which is red and purple, but has not opened or bled. The patient reports history of sensitive skin, but denies other history or allergies there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.